Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 455 mg/dl at the time of call and 335 mg/dl at the time of incident. Customer¿s other blood glucose reading was 490 mg/dl after troubleshooting. Customer was treated with bolus. Customer did not allege insulin pump was under delivering. Customer declined to perform the high pressure test. Customer was using auto mode. The insulin pump will not be returned for analysis.